Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. It was reported that the customer experienced an undefined low blood glucose (bg) level resulting in intervention from emergency medical services (ems). The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.